Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, clip dropped off. Another like device was used to complete the case. There was no adverse consequence to the pt.